Manufacturer narrative:
Product ID: 3889-28, lot# va1a027, product type: lead. Analysis of the lead ((B)(4)) found that the outer insulation was separated at the butt joint on the distal side of the #0 connector.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1a027, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a rep. It was reported that the patient's bandage was leaking and they were in pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction and fecal incontinence. A possible out of box failure was reported. It was reported that, during the stage 1 implant, the physician was going to tunnel the lead and it was noticed that, approximately, 1-2 cm of the casing had pulled away at the proximal end right below the four blue electrodes. It was noted that the patient had gotten good stimulation with the lead. They stated that it was possible to see the wires and it was like that part of the casing was missing. They also stated that the only thing they did was switch from the bent tip stylet to a different one. They speculated that maybe, when they removed the bent tip stylet, they didn't unlatch it from the lead before pulling it out. No one noticed if the lead was damaged prior to changing out the stylets. They replaced the lead with a new one and fluoroscopy indicated placement was good and the patient was getting good stimulation, intra-operatively. There were no symptoms reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.